Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. This system was tested in clinic with noise able to be reproduced. This system was subsequently reprogrammed to the secondary vector to mitigate further oversensing. No adverse patient effects were reported.